Event description:
On 3/17/00, lifepak 10 was sent out for periodic maintenance by physio-control. It was placed back in svc in ambulance. While attending to a pt in cardiac arrest (not as a result of this failure), the paramedics attempted to charge the defibrillator so that they could defibrillate pt. The monitor (oscilloscope) was working fine but the defibrillator indicated that it charged to 238 joules even though it was set to charge to 200 joules. The defibrillator would then not discharge/defibrillate. The device was immediately taken out of svc and repaired by physio-control on 3/27/00/3/28/00.